Event description:
Major pump unit(s) involved: external control system failure;battery malfunction.specific component(s) involved: external battery malfunction;intervention(s): replacement of external battery;type: lvad.

Event description:
Major pump unit(s) involved: external control system failure.specific component(s) involved: external battery malfunction.